Event description:
Further investigation into the generator high impedance could not determine the exact failure mechanism. Based on the characteristics of the failure, intermittent condition may be related to an incorrect voltage being applied to the voltage monitor pin (vmonitor) by the asic or due to an intermittent malfunction in the a/d conversion the microcontroller.

Event description:
The patient underwent generator replacement due to device nearing end of service. The explanted generator was received for analysis. Analysis shows that the battery was measured to be at 2.863 volts (ifi - no). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with the exception of a test parameter during functional testing. During functional testing, various loads were attached, and diagnostic testing was performed. The results showed unexpected results for returned impedance: (actual load/returned value) [ohms]: 4000/4556, 1000/1156, 2000/2306, 7000/7681. Final electrical testing was performed, and all parameters were within specification with the exception of test parameter at output current of 2.0ma (measured 2.239ma, limits 1.824ma - 2.176ma). With the pulse generator case and header removed and the battery still attached to the printed circuit board (pcb), the battery measured 2.883 v, and the series resistor voltage measured 0.032 mv (3.2ua conversion). System diagnostics tests were performed on the pulse generator (the header and case removed pcb with battery attached) with the following results (actual load/returned value) [ohms]: 4000/4693, 4000/4693. These results are atypical. The test parameter of output current at 2.0ma passed post burn-in electrical test. The pulse generator was then re-assembled with the original battery, generator case half, and header. A system diagnostic was performed with results of (actual load/returned value) [ohms]: 4000/3903. This is not representative of an anomalous result. The system diagnostic results show a substantial increase in the impedance values when the manufacturing trim values are loaded into the pulse generator. The failure mechanism for the test parameter 7.8.2 output current 2.0ma and atypical lead impedance values may be related to the trim values that were entered into the pulse generator module during manufacture of the device. Review of the ram data from the device shows no indication of increased impedance during device implant. Review of the generator device history record showed no unresolved non-conformances, and all test results were within specifications.